Manufacturer narrative:
(B)(4). The customer reported that the error code 00020 (defib supply voltage error) was displayed. Error code 00020 causes the defib failure cycle power message/instruction to be displayed and is indicative of a condition that could impact the delivery of therapy. There was no pt involvement. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation. See scanned page.

Event description:
The customer reported that the error code 00020 (defib supply voltage error) was displayed. Error code 00020 causes the defib failure cycle power message/instruction to be displayed and is indicative of a condition that could impact the delivery of therapy. There was no pt involvement.